Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) had touch screen malfunction. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9 return to manufacture date and device available for evaluation, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: h6 medical device problem code. A getinge field service engineer (fse) evaluated the unit and found intermittent touch screen operation and error code 63 in logs. The fse replaced the video gen monitor board and performed test. Product passed all functional and safety tests per manufacturer specifications. Parts were received with a reported failure of intermittent touchscreen operation and an error 63. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No error code found. Confirmed that the touchscreen operation functions intermittently. These revisions are obsolete and cannot be tested by the supplier. Retaining the parts in the failure analysis and testing department per procedure. The most probable root cause for the reported issue ¿touch screen malfunction¿ is excessive stress or fatigue.